Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 204mg/dl. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is 08/14/2017. The meter memory was reviewed for previous test result history: 159mg/dl, (B)(6) 2017, 06:36 am, fasting: yes; 186mg/dl, (B)(6) 2017, 09:04 am, fasting: yes; 137mg/dl, (B)(6) 2017, 12:08 pm, fasting: yes; 204mg/dl, (B)(6) 2017, 10:58 am, fasting: yes; 159mg/dl, (B)(6) 2017, 04:33 am, fasting: yes. Customer denied need for medical attention. Customer has not changed his diet, medication or exercise. Customer does not know his hga1c.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Battery contacts damaged. Returned test strips evaluated with no defect found. Final root cause investigation has been completed. Bent positive battery terminal due to user mechanical stress. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 204mg/dl. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer denied need for medical attention. Customer has not changed his diet, medication or exercise. Customer does not know his hga1c.